Event description:
It was reported that the patient had died due to currently unknown causes. The exact date of death is unknown, although it was reported that she passed away in (B)(6) 2015. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).